Manufacturer narrative:
Product analysis: it was determined at analysis that the radiofrequency (rf) head cable was damaged (cut) and it was confirmed that the rf head shuts down the programmer. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.